Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while trying to initialize the probe, they received the l3-002 error code with the 8g probe. They changed probes and continued to receive the error code. They then changed st holster using the same probe and completed the case with no consequence to the patient.